Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant this pacemaker exhibited pacing inhibition, high pacing threshold measurements, loss of capture, and high out of range pace impedance measurements. The right atrial (ra) and right ventricular (rv) leads were both taken out of the device header and tested on a pacing system analyzer (psa) multiple times and each time the leads returned measurements within normal range. The leads were inserted back into the device and the connection was checked. It was confirmed the leads were fully inserted and the set screws were down, however the leads and device again exhibited out of range measurements and loss of capture. It was determined that the device was likely to root cause of the observations. The device was replaced with a new pacemaker prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.